Manufacturer narrative:
Low battery alert less than 1 week, failed battery test and blank display not fond during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replaced battery, failed battery test alarm as well as insulin pump had blank display. The customer¿s blood glucose level was 18.1 mmol/l at the time of the incident. Customer did self test and test was passed. Customer reported that the insulin pump was rejecting the batteries after inserting new batteries. The reservoir will be returned for analysis.